Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump may be under delivering. The customer experienced high blood glucose levels. Normally he takes 30-35 units to bolus but on saturday he took 65 units. In the morning he had to take a manual injection to regulate his blood glucose. Customer's blood glucose level was over 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.